Event description:
It was reported that while the patient was connected to extracorporeal membrane oxygenation (ECMO) in the intensive care unit (ICU) and was awaiting oxygen connection when the motor stopped moving. The revolutions were noted to have remained stable, but the flow was not running. The motor was exchanged, and the new motor functioned as intended. The patient did not experience any adverse health outcome due to the event. It was noted that the motor that presented the issue was connected to a test circuit for more than three days and functioned normally. It was thought that the event may have been associated with a hemodynamic or environmental condition, rather than an actual motor failure. The centrimag console was not exchanged, and there was no belief that the centrimag console could have contributed to this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor suddenly stopping was not confirmed. Additional information provided communicated that no log files were available for review and that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor, and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.